Event description:
Asr revision; right; xl; reason for revision: unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Right xl. Reason for revision: unknown. Update received: 19th may 2014 - marked as legal, attached scf, added dp47 reference number, filled mapped to mw fields, added hospital: (B)(6), added surgeons: (B)(6) and added reason(s) for revision: alval / soft tissue reaction and pain.